Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Analysis of the device is in process; the results will be forwarded when available.

Event description:
A single chamber implantable pulse generator (ipg) system was returned to the manufacturer from a competitor with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately three weeks after the device was implanted. A cause of death has been requested and will not be received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. Miscellaneous - reduced or no analysis/ok. (B)(4)- the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). A visual analysis was performed only.